Manufacturer narrative:
Removal reporting number: z-1123-2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that upon initial insertion of an intraocular lens (iol) in the left eye of a patient, before the implant was completed, a capsular tear was noted. As a result, the lens was removed and replaced in the same procedure with a non-amo anterior chamber lens and surgery was delayed by approximately forty five minutes. In addition, the incision was required to be enlarged and victrectomy was performed. The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
(B)(4): incision enlargement. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device manufacture date: 08/23/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The intraocular lens (iol) was returned to the manufacturer. The sample was visually inspected under microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. Residues of viscoelastic solution were observed on the lens. Scratches were observed on the lens that may be related to the handling of the unit during the insertion process. The lens returned with one of the haptic bent that may be related with the handling of the unit during the insertion and/or explants process. Also, no defects related to manufacturing process were found in the sample returned. All pertinent information available to the manufacturer has been submitted. Placeholder.